Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Foreign material was observed in the channel, which is also a reportable malfunction. In addition to the foreign material found in the nozzle, the evaluation findings are as follows: due to adhesive peeling on the bending section cover, insulation resistance value at the distal end did not meet standard value, due to wear of angle wire, bending angle in the "up" direction did not meet standard value, due to wear of the angle wire, the play of the "up/down" knob was out of standard value, the adhesive on the bending section cover had a chip and white clouded area, the light guide lens had a crack, the nozzle was deformed, the plastic distal end cover had a scratch, the connecting tube had a scratch, wrinkle and discoloration, the objective lens had a chip and scratch, the image guide protector had a scratch, the protector of the universal cord on the control section side had a scratch, the forceps elevator had a scratch, the "up/down" knob had a scratch, the "right/left" knob had a scratch, switch (#4) had wear, the switch box had a scratch, the scope cover had a scratch, the scope connector had a scratch, the universal cord had a scratch, the grip had a scratch, the control unit had a scratch, and the electrical connector had discoloration due to water leakage. Instrument channel/suction channel/instrument channel port/ suction cylinder additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material was. It was unknown if there was a delay/time lag between the end of clinical use and the start of pre-cleaning. It was unknown if the customer aspirated water through the instrument/suction channel. There were abnormalities in the accessories used for reprocessing. It was unknown if the customer presoaked the endoscope in detergent solution. The customer wiped/brushed the channel outlet with a clean lint free cloths, brushes or sponges. It was unknown if the customer brushed the instrument channel, instrument port and suction cylinder. Air water nozzle additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. It was unknown if there was a delay/time lag between the end of clinical use and the start of pre-cleaning. It was unknown if the customer flushed the air/water nozzle with water. There were no abnormalities in the accessories used for reprocessing. It was unknown if the customer presoaked the endoscope in the detergent solution. The customer wiped/brushed the air/water nozzle with a clean lint free cloths, brushes or sponges. It is unknown if the customer flushed the air/water nozzle/channel with the detergent solution the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had in channel brush clogging. The issue was found during reprocessing for a diagnostic endoscopy procedure which was completed. There were no reports of patient harm. During evaluation, foreign material was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified. Additionally, it was confirmed that a brush clogged the channel. The cause of the brush/material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope]. 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. [Inspection of the instrument channel]. 1. Insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2. Confirm that the endo therapy accessory is withdrawn smoothly from the biopsy valve." "[Inspection of the endoscope]. 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion. Section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the spray valve function. (A)inspection of the water feeding function. 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function. 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.